Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information on resetting the pump, and assisted the caller with the reset, which successfully prevented the malfunction code from recurring. Customer was advised to continue using the pump and to contact support if the malfunction code reappears. Caller acknowledged and understood these instructions.